Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room the day before with high blood glucose of 404mg/dl and the cannula was bent. The caller stated that she was vomiting. Troubleshooting was not performed as customer did not feel well and call back for testing. Customer was driving at time of call. No further information was provided.